Manufacturer narrative:
Photos & medical report a first degree burn. Product not returned. 0.0006% reportable rate (staying within 200 character limit).

Event description:
On 27feb2023 walgreens quality sent a customer product safety/illness injury related report. This is a walgreens brand heating pad that bear down brands private labels for walgreens, model 853600. (B)(6) customer contacted bear down brands and reported that they smelled a burning smell while using the pad and then realized that the heating pad had burned the back of her legs. She was burnt so bad that the doctor prescribed her ointment cream. On 27feb23 bear down brands contacted (B)(6) via email with list of detailed questions about the incident and asked her to contact us. On 28feb23 the customer contacted bear down brands. Customer provided information to bear down brands on 28feb2023 stating it is a third degree burn. She says she woke up and smelled burning, heating pas was on level 3. Her legs were swollen. This is the second time it burned her. It burned her back first (unclear the date of this incident), she thought is was a muscle relaxer cream she put on her back but the doctor says its a third degree burn from the heating pad itself. The cream the doctor gave her isnt working, she's going to the emergency room. She used it before and it was fine. On 28feb23 customer sent photos and medical record. Photos show dark discoloration under the skin, mottled appearance but no blistering. Back and legs. Medical report dated 28feb2023 states diagnosis: burn of leg. It does not state second or third degree burn. Doctor prescribed bacitracin 500 unit/gm ointment. This is a topical antibiotic ointment widely used by both medical professionals and the general public to treat minor skin injuries, including cuts, scrapes, and burns according to nih website.